Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 at 12:14:38. During night drain cycle one, the patient's ultrafiltration reading was 1421ml, indicating the home patient (hp) drained 1421ml more than their maximum programmed fill volume of 1900ml.no additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The problem of the increased intra-peritoneal event was identified in an event history log review. The cause was undetermined. Should additional relevant information become available, a follow-up report will be submitted.